Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Legal claim the patient soon after the intervention started to accuse pain and infection. Recently due to an increased pain, the patient performed blood analysis and high ions level of co and cr were found. In addition was detected a deposit in the inguinal area containing debris coming from the implant. Soon the patient will perform a revision surgery to replace the system and eliminate the deposit.

Manufacturer narrative:
Conclusion and justification status: the complaint states (B)(4). Due to a left coxarthrosis was subjected to a hip arthroplasty during which a pinnacle system was implanted. The patient soon after the intervention started to accuse pain and infection. Recently due to an increased pain, the patient performed blood analysis and high ions level of co and cr were found. In addition was detected a deposit in the inguinal area containing debris coming from the implant. Soon the patient will perform a revision surgery to replace the system and eliminate the deposit a complaint database search did not identify any anomalies. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep 419. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy 16-30. Due to a left coxarthrosis was subjected to a hip arthroplasty during which a pinnacle system was implanted. The patient soon after the intervention started to accuse pain and infection. Recently due to an increased pain, the patient performed blood analysis and high ions level of co and cr were found. In addition was detected a deposit in the inguinal area containing debris coming from the implant. Soon the patient will perform a revision surgery to replace the system and eliminate the deposit. Update rec'd 25 july 2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. There is no new information that would change the existing MDR decision. The complaint was updated on: 19 august 2016 update rec'd 18 september 2016 - the patient's translated medical records were received. The medical records were reviewed for MDR reportability. There is no new information that would change the existing MDR decision. The complaint was updated on: 08 november 2016 update nov 30, 2017: additional information received. Added date of implant. This complaint was updated on: dec 8, 2017. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.